Event description:
It was reported that an alert was triggered for the implantable cardioverter defibrillator (ICD) due to a charge circuit timeout. It was noted that the device was not opted to be replaced due to the patient's increasing ejection fraction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.